Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I accidentally swallowed it, a sip of it [accidental device ingestion]. Case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a patient via call center representative (phone). The report concerns a consumer. The consumer received polident overnight whitening denture cleanser (napc+potm+taed tablet) for indication product used for unknown indication. No concomitant medications were reported. No medical history was reported. No drug history was reported. On an unknown date, after an unknown time of starting polident overnight whitening denture cleanser, the consumer experienced a medically significant I accidentally swallowed it, a sip of it (preferred term: accidental device ingestion). The outcome of the event was unknown. The action taken were: for polident overnight whitening denture cleanser was unknown. Dechallenge was unknown and rechallenge was not applicable. Reporter's causality between suspect and event was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I accidentally swallowed it, a sip of it, is that an issue?". Case product: polident overnight whitening denture cleanser device MFR number: 1314819-2024-00075.